Event description:
After getting my textured saline breast implants in (B)(6) 1996 a year later started developing itchy rashes. Then within 5 years I started getting shortness of breath on and off no doctors could find what was wrong after going to the hospital and doctor many times. Then started gaining weight and my menstrual cycle stopped at age 47 I've been underweight my whole life not by choice. Gained 30 pounds over a 4-year period. Then in 2020 I really started having health issues digestive issues and bad migraines on top of joint pains. I have exercised my whole life and have always eaten healthy. I've had throat issues with swallowing and clearing my throat constantly feeling like something is in it. My last 2 mammograms showed calcifications. I had a lot of pains on and off in my breast. I had my breast implants removed (B)(6) 2023 by dr. (B)(6) in (B)(6). He said my textured breast implants were on the recall list. He kept my breast implants. Not sure what they do with them after they remove them, but I feel so much better every month that goes by without them in my chest. If I had been warned about the toxins in the shell and inside I would have never got them. Women should be happy with the natural breast that god gave us. Reference report: mw5150856.